Event description:
It was reported to boston scientific corporation that approximately 8 minutes into a hydrothermal ablation procedure (adult female patient; age and weight are unknown), using a hydrothermal procedure set, a fluid loss alarm was triggered. Follow-up information ascertained from the user facility revealed that the physician paused the procedure and added a tenaculum stabilizer to ensure a good seal. The physician continued with the case; however, after a few seconds elapsed, the fluid loss alarm was triggered; the case was aborted. It was further reported that the physician inadvertently moved the sheath out after aborting the case, prior to allowing the saline to cool down. Reportedly, the edge of the patient's cervix suffered a second degree burn, which was treated with silvadene cream. According to the physician, at the conclusion of the procedure, the patient was "doing fine" and did not require additional treatment or follow-up.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.